Event description:
The customer received a blood glucose reading of 267mg/dl from his breeze2 meter and a reading of 124mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned his test strips for evaluation. Replacement test strips and new meter were sent to the customer.